Manufacturer narrative:
The customer did not provide any data for a comprehensive investigation.

Event description:
The customer performed a clinimacs cd34 enrichment procedure on the clinimacs plus instrument using the clinimacs tubing set. After the enrichment procedure, the customer reported that approx. 40% of the cd34 antigen positive stem cells were found in the negative fraction bag.